Manufacturer narrative:
Concomitant products: product ID 39565-30, lot # 0207569069, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37081-60, lot # njb140077v, implanted: (B)(6) 2013, product type extension; product ID 37081-60, lot # njb129928v, implanted: (B)(6) 2013, product type extension; product ID 39565-30, lot # 0207569069, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the event was not device related but surgery was the closest cause. The event was considered resolved without sequelae.

Event description:
Additional information received reported that the event was related to the procedure specifically surgery/anesthesia.

Event description:
Additional information received reported that the outcome was resolved without sequelae on 2014-(B)(6). It was noted that no action was taken.

Event description:
Additional information received that the patient was remapped on (B)(6) 2014. It was noted that the outcome was ongoing. Additional information received that the patient was experiencing abnormal stimulation and the lead was found to have moved from t8.5 to above t8.

Event description:
It was reported that during the full-system implant, it was noted that the trial 5-6-5 lead position was at t8. A higher lead position at t8.5 was desired. The original 5-6-5 lead was explanted and a new 5-6-5 lead was implanted on the same day. The two extensions used with the original lead were not modified. A neurostimulator was implanted and the full-system implant was successful. It was stated that the above modification in lead position might be related to the fact that the patient was doing well with her trial and was experiencing great leg pain coverage, but wanted to get a little better back pain coverage. The physician was considering moving the lead to achieve this. Additional information reported the patient wanted to keep the device despite the lack of back coverage. The physician moved the lead up slightly from t8 to t8.5 in order to get better back coverage. It was noted there was no problem with the existing lead but the decision to replace rather than reposition was precautionary ¿because it would be possible to damage the lead in the process of repositioning.¿ the physician preferred to implant a new one at a slightly higher level. It was noted no adverse event occurred. It was reported the lead was found to have moved from t8.5 to above t8. Additional information reported the lowest lead position was updated from t9 to t10-11. This is associated with the adverse event lead repositioning. The lead was not anchored and the lead position was noted as midline. Overnight hospitalization was noted as 3 nights. There was no device deficiency noted. The patient was experiencing stimulation only in the side of their chest, waist area and also groin. Diagnostic tests included x-ray and device interrogation. The event was related to the device or therapy and related to the implant procedure. The event was noted as ongoing.

Manufacturer narrative:
Additional information indicated the reported event date was the date the clinical study site became aware and not the date the event occurred.